Manufacturer narrative:
Batch review performed on 23-04-2025. Lot 2246098: (B)(4) items manufactured and released on 22-02-2023. Expiration date: 2028-02-07. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. Additional components involved and revised: gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot 2335820: (B)(4) items manufactured and released on 31-08-2023. Expiration date: 2028-08-14. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with one similar reported event during the period of review. Gmk-sphere 02.12.0004r femoral component sphere cemented size 4 r (k121416) lot 2335820: (B)(4) items manufactured and released on 07-11-2023. Expiration date: 2028-10-23. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. Gmk-sphere 02.12. E0510fr tibial insert fixed sphere flex size 5/10 mm r e-cross lot 2008523: (B)(4) items manufactured and released on 29-03-2021. Expiration date: 2025-12-01. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 year and 2 months from primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 september 2025. Gmk-sphere 02.12.0004l gmk-sphere femoral component cemented - 4l (k121416) lot 2403840: (B)(4) items manufactured and released on 07-mar-2024. Expiration date: 2029-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components involved and revised: gmk-sphere 02.12.e0512fl gmk-sphere tibial insert e-cross - flex 5l - 12mm (k202022) lot 2119157: (B)(4) items manufactured and released on 03-mar-2022. Expiration date: 2027-feb-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Gmk-sphere 02.07.1205l tibial tray fix cemented s.5l (k090988) lot 2410491: (B)(4) items manufactured and released on 29-jul-2024. Expiration date: 2029-jul-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.e002rp gmk-sphere resurfacing patella e-cross - s2 (k202022) lot 2406162: (B)(4) items manufactured and released on 06-may-2024. Expiration date: 2029-apr-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 3 months from primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully.